Event description:
Unit was on a pt and stopped ventilating . No pt injury occurred. Allegiance investigation. Unit is being looked at by their bio med department. Alarms unk as they were focused on the pt at that time.